Event description:
It was reported that a person using the ilet experienced persistent hyperglycemia and repeated occlusion alerts after a cartridge change while using a contact detach infusion set; the alert could not be cleared until a full supply change was performed, after which the alert briefly cleared and then reappeared before glucose gradually returned to normal. Symptoms included hyperglycemia with readings at or above 400 mg/dl and anxiety. Outcomes included delayed return to target glucose without hospitalization. Investigation included telephone troubleshooting, education on performing a complete supply change, and follow-up verification of glucose recovery. Investigation of this case revealed an occlusion associated with the infusion set and related delivery pathway that impaired insulin delivery and contributed to high glucose until the supply change and site management resolved the condition. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set related occlusion leading to interrupted insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.